Event description:
It was reported that this inflatable penile prosthesis was not inflating due to fluid loss in the system. The device was explanted, and it was identified that the tubing was torn at the pump site. No patient complications were reported.